Event description:
Dealer called stating that the pins in the back rest of the (B)(4) rollator allegedly broke off. Consumer has been utilizing this device for approximately 10 months. Replacement parts on warranty order #(B)(4). No injury alleged.